Manufacturer narrative:
Investigation summary: complained issue (as the patient felt uncomfortable with the surgical area, the surgeon checked and found three locking screws had been slightly extruded) this could not be confirmed. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. DHR-review was not possible due the missing article and lot number. No pictures/ no x-rays were provided which would provide additional evidence. Root cause could not be defined due the missing material therefore the complaint is unconfirmed. Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for three unknown locking screws/unknown lots. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the reported screws were used for lcp df (locking compression plate distal femur) implant surgery on an unknown date. The patient reported feeling discomfort at the surgical area; the surgeon checked and found three locking screws had been slightly extruded. Revision surgery took place (B)(6) 2017. Intra-operative events during the revision surgery are captured in linked complaint (B)(4). This report is for three unknown locking screws. This is report 1 of 1 for (B)(4).